Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in right iliac fossa and right flank') in a 43-year-old female patient who had essure (batch no. C68116) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("right low back pain"), abdominal pain upper ("pain right hypochondrium"), fatigue ("severe fatigue") and myalgia ("pain along the paravertebral muscles on my right"). On an unknown date, the patient experienced anxiety ("anxiety (suspected cancer mentioned)"). The patient was treated with surgery (essure removal under general anaesthesia laparoscopy with salpingectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the abdominal pain lower, back pain, abdominal pain upper, fatigue and myalgia had resolved. At the time of the report, the anxiety had not resolved. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, anxiety, back pain, fatigue and myalgia with essure. The reporter commented: patient¿s current status: medical history, multiple consultations with doctors, blood tests and radiological examinations (abdominal x-ray without contrast, magnetic resonance imaging, ultrasound, spinal x-ray, x-ray of the pelvis, lungs), invasive exams (colonoscopy), and surgical intervention under general anaesthesia for laparoscopy with salpingectomy. Emotional and physical harm, anxiety (suspected cancer mentioned, doubt regarding reliability and credibility of symptoms). Amendment: the report was amended for the following reason: intervention required ticked. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-feb-2020. The most recent information was received on 09-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in right iliac fossa and right flank') in a 43-year-old female patient who had essure (batch no. C68116) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), low back pain ("right low back pain"), abdominal pain upper ("pain right hypochondrium"), fatigue ("severe fatigue") and muscular back pain ("pain along the paravertebral muscles on my right"). On an unknown date, the patient experienced anxiety ("anxiety (suspected cancer mentioned)"). The patient was treated with surgery (essure removal under general anaesthesia laparoscopy with salpingectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the abdominal pain lower, low back pain, abdominal pain upper, fatigue and muscular back pain had resolved. At the time of the report, the anxiety had not resolved. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, anxiety, fatigue, low back pain and muscular back pain with essure. The reporter commented: patient¿s current status: medical history, multiple consultations with doctors, blood tests and radiological examinations (abdominal x-ray without contrast, magnetic resonance imaging, ultrasound, spinal x-ray, x-ray of the pelvis, lungs), invasive exams (colonoscopy), and surgical intervention under general anaesthesia for laparoscopy with salpingectomy. Emotional and physical harm, anxiety (suspected cancer mentioned, doubt regarding reliability and credibility of symptoms). Batch no: c68116, production date: 2014-06-17, expiration date: 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in right iliac fossa and right flank') in a (B)(6) female patient who had essure (batch no. C68116) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion medically significant), back pain ("right low back pain"), abdominal pain upper ("pain right hypochondrium"), fatigue ("severe fatigue") and myalgia ("pain along the paravertebral muscles on my right"). On an unknown date, the patient experienced anxiety ("anxiety (suspected cancer mentioned)"). The patient was treated with surgery (essure removal under general anaesthesia laparoscopy with salpingectomy). In (B)(6) 2019, the abdominal pain lower, back pain, abdominal pain upper, fatigue and myalgia had resolved. At the time of the report, the anxiety had not resolved. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper, anxiety, back pain, fatigue and myalgia with essure. The reporter commented: patient¿s current status: medical history, multiple consultations with doctors, blood tests and radiological examinations (abdominal x-ray without contrast, magnetic resonance imaging, ultrasound, spinal x-ray, x-ray of the pelvis, lungs), invasive exams (colonoscopy), and surgical intervention under general anaesthesia for laparoscopy with salpingectomy. Emotional and physical harm, anxiety (suspected cancer mentioned, doubt regarding reliability and credibility of symptoms). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.